Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by multiple failed infusion sets. Having the device volume set to "off" likely contributed to the severity of the event.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user experienced persistent high bg throughout the day and attempted a supply change due to issues with a bent infusion set cannula. The user was using the convatec inset (23", 6mm) teflon infusion set. Despite administering 7 units of humalog as secondary therapy, the user's bg rose to 391 mg/dl by 9 pm. Concerned about their rising bg, the user decided to go to the ER, driven by a neighbor. In the ER, the user received IV fluids and was released 6 hours later, without requiring admission. The user reported feeling achy, similar to getting sick. On (B)(6) 2024, the user switched from the inset to a contact detach (23", 6mm) steel cannula infusion set after continued high bgs in the morning, which stabilized to the 150s mg/dl after the change.